Event description:
Difficult patient anatomy. Calcified coronary artery caused balloon to rupture. Balloon removed intact with no adverse outcome for patient.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheters, transluminal coronary angioplasty, percutaneous. Device serial #: for type of device: catheters, transluminal coronary angioplasty, percutaneous.

Event description:
Difficult patient anatomy. Calcified coronary artery caused balloon to rupture. Balloon removed intact with no adverse outcome for patient.